Event description:
A certified ophthalmic technician reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported the iol was replaced due to the patient experiencing blurry vision.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional info becomes available. Results from the product history record review indicated the product met release criteria, but lens was noted to have expired 12/31/2008. There have been no other complaints reported in the lot number. Additional info was requested on 02/24/2009, 03/02/2009, and 03/03/2009 by phone, fax, and mail. A completed questionnaire was received on 03/06/2009. Medical records were received on 02/23/2009.